Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary two failed suture needles were submitted for evaluation. This product code is double armed. A fracture was observed at the suture attachment sample a and simple b. The needles were received in one piece, as the attachment was not fully fractured from the needle body. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The evaluation revealed the fractures showed evidence of a ductile overload failure. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation: the actual device involved in this event was returned for evaluation. The evaluation found that the swage and attachment area of the needles were flat and broken; this caused that the hole was bigger than usual. The product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that patient underwent unknown procedure on unknown date and suture was used. Prior to use, the needle swage was noted larger than usual. Upon evaluation of returned device, it was found that the swage and attachment area of the needles were flat and broken.